Manufacturer narrative:
Csi became aware of this event from the treating physician during a presentation during which csi employees were present. In good faith, please note that the individuals responsible for regulatory reporting were not notified of this event, resulting in submission of this report outside of the 30 day due date. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad could not be reviewed, as the lot number was not provided. If the lot number is provided, a DHR review will be performed. Date of event is approximate. Suggested clinical code: slow/no flow. Csi ID: (B)(4).

Event description:
Orbital atherectomy (oa) was selected for treatment of sequential lesions in the left anterior descending artery, which was 95% stenosed. Difficulty wiring the lesion was encountered and balloon angioplasty could not be performed to dilate the lesion prior to oa treatment. The lesion was wired with the viperwire and the diamondback coronary orbital atherectomy device (oad) was advanced to the lesion. During oa treatment the patient experienced chest pain and anterior st elevation. No reflow was observed in the distal lesion and the oad was removed. A balloon was used to dilate the distal lesion and nipride was administered. Flow was improved and the st elevation was resolved. The procedure was continued with oa, stent placement and post dilation, and good flow was observed following the procedure. The patient did reasonably well and was discharged the following day.